Event description:
It was reported that, this electrode and the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noisy signals oversensing that led into an untreated episode one year post implant. Furthermore, this s-ICD delivered an inappropriate shock when the patient was cleaning a metal plate. Several tests were done showing noise when gently moving the arms in the alternate vector. A new evaluation will be done by the physician to decide whether or not try to reposition. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this electrode and the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noisy signals oversensing that led into an untreated episode one year post implant. Furthermore, this s-ICD delivered an inappropriate shock when the patient was cleaning a metal plate. Several tests were done showing noise when gently moving the arms in the alternate vector. A new evaluation will be done by the physician to decide whether or not try to reposition. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the system was deactivated and activated again. This electrode was reprogrammed and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, this electrode and the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noisy signals oversensing that led into an untreated episode one year post implant. Furthermore, this s-ICD delivered an inappropriate shock when the patient was cleaning a metal plate. Several tests were done showing noise when gently moving the arms in the alternate vector. A new evaluation will be done by the physician to decide whether or not try to reposition. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the system was deactivated and activated again. This electrode was reprogrammed and remains in service. No additional adverse patient effects were reported.